Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failures of detached catheter component and inability to remove the catheter were confirmed. The catheter was returned with the distal portion of the device detached and missing. The detachment occurred proximal to the proximal marker band. Per the reported information, it was noted that the catheter became stuck, and detachment occurred when force was used to try to remove the device. Per the IFU, it is noted: "do not use excessive force/torque when using this device as this could result in damage to the device components and patient injury." The cause of the device becoming stuck could not be definitively determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
It was reported that a shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used during a procedure to treat lesions in both iliac arteries. The surgeon used a 7.0mm m5+ catheter to perform ivl on both iliac arteries via an up-and-over approach over a boston scientific 0.014" thruway wire, delivering a total of 170 pulses across both iliacs (left external and common, and right common). Following deflation of the balloon, the ivl catheter was attempted to be removed and became stuck. The surgeon applied increased traction and nearly all of the device was retrieved, but the balloon portion remained inside the patient, evidenced by the balloon markers. Multiple attempts to snare and retrieve the retained portion using two en snare devices were unsuccessful. Multiple viabahn stents were placed in the aorta and bilateral iliacs, followed by balloon angioplasty to treat the disease and pin the retained portion of the balloon against the vessel wall. There was no report of any patient harm that occurred. The patient did well, stayed overnight, and was discharged the next day.

Manufacturer narrative:
Section h4 device manufacture date has been corrected to 07/01/2025.